Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. A peritoneal dialysis (pd) patient experienced peritonitis. One day after the date of onset, the patient was hospitalized for the event and was discharged three days later. On the same day as the onset, the patient was treated with vancomycin injection (1 g in 5 days, route and frequency were not reported) and ceftazidime injection (1g once a day, route and duration were not reported) for peritonitis. Both antibiotic medications were ongoing. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.